Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: 1) before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2) observe the palm of your hand in the wli and nbi endoscopic images. 3) confirm that light is output from the endoscopes distal end. 4) adjust the brightness level as appropriate. 5) confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6) turn the angulation control levers slowly in each direction until it stops. 7) confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the flex deflectable videoscope's screen image did not appear. The reported issue was found during inspection for use. The intended therapeutic procedure was completed with another similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: the adhesive on the bending section cover had a chip, the indication on light guide connector was not correct, the video connector had a scratch and was deformed, the video connector case was deformed, and due to damage on the charged coupled device unit the image had white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.